Manufacturer narrative:
Reference MFR complaint #nf1997-2-7-77. No samples were returned for evaluation, no lot number identification was given and the actual unit was discarded. Returned questionnaire indicated the sharps container was actually a milk container, which was nearly full. Co is unable to investigate further without the actual sample or a lot number. Co will reopen this investigation should add'l info become available. Note that this report may be based upon info not yet verified by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Customer reports, a home health nurse advanced safety sheath over needle after use and discarded it in the pt's home sharps container (a milk container, nearly full). The syringe bounced out of the container, needlestick to the nurse.